Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents, motion sensor test failure and motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. The customer hit some button and a motor position encoder error occurred. They cleared the alarm and was about to rewind the device, but they kept getting a motion sensor test failure alarm. They are unable to get past the motion sensor test failure alarm. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.